Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock impedances. A calcification process is suspected as the possible cause for this situation. At this point the values are high, out of range. The rv lead remains in service. No adverse patient effects were reported.